Manufacturer narrative:
An event regarding malposition of an unknown triathlon baseplate was reported. The event was confirmed through clinician review of the provided x-ray. Method & results: product evaluation and results: not performed as no product was returned for evaluation, it remains implanted. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: x-ray shows the tibial component is anteriorly slope which could lead to instability, however, cannot be confirmed; need operative reports, clinical and past medical history and serial x-rays. Product history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification and return, serial x-rays, operative reports as well clinical and past medical history are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient had a total knee replacement (B)(6) 2017 by a different surgeon at another facility. She subsequently had a fall and suffered an infrapatellar fracture. She was treated conservatively in a brace. She then complained of instability. She came for a follow up evaluation. It was determined that she had instability. She was scheduled for revision. She was revised from a 9mm insert to a 16. She was stable and balanced. Patient has a high bmi, copd and diabetes. Surgeon thought that she had torn her pcl in her fall and created her instability. Update 12-april-2019: spoke to rep, who was able to supply pre-revision x-rays and the revision implant sheet. No further information is available. Update 10 june 2019: based on medical review comment x-ray shows the tibial component is anteriorly slope which could lead to instability, however, cannot be confirmed. (Unknown triathlon baseplate added to product grid for malposition).